Manufacturer narrative:
The reported event was addressed with phone support. The customer confirmed that the issue got resolved after reseating sterile adapter. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure, the 30 degree endoscope vision was inverted, and the zero degree endoscope was working normal. The system was not connected to live logs during time of call. An isi technical support engineer (tse) suggested to clear the tool guide and align 30 marks on housing. The customer confirmed that the issue got resolved after reseating sterile adapter. The procedure was completed with no reported injury.